Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that approximately one hour after the start of an unspecified primary infusion in the ICU, fluid was observed "running out of the bottom of the infusion pump." The infusion was stopped and there was no report of any patient harm.

Manufacturer narrative:
The reported suspect set was not received. The customer¿s report of a leak was confirmed based on the picture provided on the site visit summary report which shows a fluid leak from a small tear around the upper area of the reported suspect set's silicone segment. Visual inspection of the reported concomitant pump module device was performed and the device was in good working condition with no issues noted. The root cause of the leak was identified as a tear in the silicone segment based on the picture provided which shows a fluid leak from a small tear around the upper area of the reported suspect set's silicone segment. It is unknown how the observed damage occurred.